Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device displayed a 'warning: a pulse generator fault has occurred' message following initial device interrogation.